Manufacturer narrative:
The date of incident has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges consumer was in device when suddenly had fire inside the base. User was able to jump out of chair and family stopped fire.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded the alleged incident to user error due to improper harness routing.

Event description:
Alleges consumer was in device when suddenly had fire inside the base. User was able to jump out of chair and family stopped fire.